Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an occlusion alert. Troubleshooting confirmed no obstructions or air bubbles in the tubing, and insulin drops were observed after performing a fill tubing procedure. Insulin delivery was resumed, and the infusion site was reconnected. Blood glucose was not affected. No medical intervention was required.